Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. There is no known patient involvement. A sorin group field service representative was dispatched to the facility to perform an inspection of the external and internal components. The inspection revealed extensive biofilm in the patient tank and discoloration of the overflow tubing. The internal tubing was not changed because the unit requires deep disinfection at the manufacturer. Photos of the unit were taken and provided to sorin group (B)(4). The unit ((B)(4)) was reassembled and the facility is planning to send the unit to sorin group (B)(4)for deep disinfection. The customer has stated that they are currently performing daily water changes and weekly disinfection according to the current IFU. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Loaner required before cust can return.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during maintenance. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to inspect the contaminated device on site. The inspection of the inner and outer parts of the heater-cooler device revealed residuals and evidence of biofilm in several locations. The unit was returned to livanova (B)(4) for deep disinfection. The customer provided a table with test results which show that the unit intermittently tested positive for contamination. Additionally, the customer stated that they do not use do not use hydrogen peroxide (as outlined in the instructions for use) when performing a disinfection cycle, and the unit is routinely moved between operation rooms. Based on this information, cross contamination between units is very likely. Livanova (B)(4) concluded that the users have not followed the cleaning and disinfection instructions according to the instructions for use (IFU). As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.